Manufacturer narrative:
On october 16, 2023, mentor received additional information regarding the impacted device. Two device lot numbers (9634860 & 9549507) were report to mentor. It is unknown which device lot number is the impacted device. Lot number: 9634860 manufacturing date: september 22, 2021. Expiration date: september 21, 2026. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot number: 9549507 manufacturing date: march 05, 2021. Expiration date: march 08, 2026. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On november 02, 2023, the mentor failure analysis lab has received two devices for evaluation. Since it is unknow which device lot number is the impacted device for this event, both devices were evaluated. On november 03, 2023, the evaluation for the devices were completed. The device evaluation results are the same for both devices. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 450cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 08, 2023, mentor updated its complaint coding for accuracy. Code f1903-device explantation has been added in section h6-health effect - impact code to document the explantation of the device. Section a2 has also been updated to document this information. In addition, mentor has created an additional manufacturer report number to document the returned devices separately. See manufacturer report number 1645337-2023-13358 for the contralateral side. This report will be documented for the device with lot number 9549507. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor breast prosthesis and underwent explantation on (B)(6) 2023. No further information has been made available as to the reason why the patient underwent device explantation. Mentor has followed up to gather additional information about the event, however, no additional information has been received. It is unknown if the patient¿s devices were gel or saline devices. In the absence of clarifying information, the devices will be reported with sections d2a and d2b indicating gel devices. If additional information is received regarding this complaint or the impacted device, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).